Event description:
It was reported that the patient was treated on arctic sun device. Therapy was going well until they bathed the patient. Now they advised nurse that either the foley probe or the temperature-in cable was the problem. Confirmed cable was plugged into temperature port 1. Nurse obtained a cable to connect the foley to the bedside monitor. The patient temperature (pt) did not display on the bedside monitor. Advised they could replace the foley or utilize an esophageal or rectal probe instead.

Manufacturer narrative:
The reported event was inconclusive because no sample was returned. A potential root cause for this failure could be "sensor wire too weak." The lot number was unknown; therefore, the device history record could not be reviewed. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that the patient was treated on arctic sun device. Therapy was going well until they bathed the patient. Now they advised nurse that either the foley probe or the temperature-in cable was the problem. Confirmed cable was plugged into temperature port 1. Nurse obtained a cable to connect the foley to the bedside monitor. The patient temperature (pt) did not display on the bedside monitor. Advised they could replace the foley or utilize an esophageal or rectal probe instead.